Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e6 message on console" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received, a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device had an "e6 message on console." It is known the device was being used during surgery; however, no pt or user injuries were reported. It is unk if medical intervention occurred. There was no add'l info provided.